Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited the bending rubber had foreign matter. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: adhesive on bending rubber was detached (lifted) and the adhesive may chip and debris may fall into the body. In addition, the following reportable malfunctions were identified during the device evaluation: there is insufficient adhesive in screw holes of distal end cover should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.